Event description:
Information received by medtronic indicated that there was loss of communication between pump and transmitter and the transmitter did not blink green. After checking transmitter contacts, customer has observed that they were bent and stated that the connection bridge was also damaged. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.